Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon evaluation, it was noted that the device has no issues. No broken piece's anchor/sutures were returned for investigation. No problem found. Functional testing was not performed due to missing anchor/sutures.

Event description:
It was reported that during a shoulder surgery when locking the anchor in the prepared bed there was a lack of stability and the implant fell out. No part of the device remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device of a larger size. It was not necessary to switch the surgical technique or do a second surgery.